Event description:
It was reported that after an interventional glue embolization procedure, arteriotomy closure of an unspecified vessel was attempted using the perclose at device. Reportedly, during device deployment, the device failed to catch the vessel. Two additional perclose at devices were attempted; however, they also failed to catch the vessel. A fourth perclose at device was attempted, but deployment could not be completed past step #3 suture retrieval. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of perclose at device. Though requested, no additional information was provided.

Event description:
It was reported that after an interventional glue embolization procedure, arteriotomy closure of the right femoral artery was attempted using the perclose at device. Reportedly, during deployment, the needles missed the cuff. Three additional perclose at devices were attempted; however, the needles also missed the cuff. The device was removed and manual arterial compression was applied on the groin for 45 minutes to achieve hemostasis, which caused a delay in the completion of the procedure. There were no reported adverse patient sequela. The physician was not trained in the use of the perclose at device until after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The other three perclose at devices are being filed under separate manufacturer report numbers.

Manufacturer narrative:
(B)(4). It was reported that the product experience occurred during an attempted arteriotomy closure of the right femoral artery. Reportedly, during device deployment, the needles missed the cuff. Manual arterial compression was applied to achieve hemostasis. The customer reported that the device was discarded, which may have aided in the investigation. It was reported that the operator was not trained in the use of the perclose at device, which may have influenced the deployment technique of the operator. The needles missing the cuff can be caused by a failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger, and inadequate positioning of the foot against the arterial wall. Patient anatomical conditions can also influence needle deployment; however in this case, the operator reported that the vessel was normal with no calcification, plaque, or scarring, the tissue tract was not deep, and the patient was not obese. Manufacturing is another possible cause; however, this is unlikely since every device is checked twice during manufacturing to ensure proper needle trajectory and a sampling of units is destructively tested to verify product quality, to include suture placement. During manufacturing, needle trajectory of every device is checked twice, a sampling of units are destructively tested to verify product quality, including verification of suture placement, and a quality control audit inspection is performed to verify product quality. Based on a review of the non-conforming material reports associated with this lot, final test criteria, a query of the complaint handling database of similar incidents for this lot, there is no indication of a product quality deficiency. Based on the investigational finding, a conclusive cause for the reported the needles missing the cuff could not be determined. However, it is possible that due to the lack of training in the use of the device the deployment technique of the operator may have contributed to the reported experience. The needles missing the cuff resulted in continued bleeding that required manual arterial compression to achieve hemostasis. Although, the customer reported that the device was discarded, the customer returned one unused representative sample device with the same part and lot numbers. Functional testing was performed resulting in acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported product experience could not be determined based on the investigation findings from the tested sample.